Manufacturer narrative:
Some information for this report had not been provided at this filling. If the information is provided at a later date, supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification. The product is provided sterile. Studies have shown that following application of dermabond, it acts as a barrier to prevent microbial infiltration into the healing wound. Infection is a post-operative complication that can be caused by a variety of factors such as type of laceration, the wound cleansing procedure, or the patient's condition before device application.

Event description:
A sales representative left a voice message that cath lab experienced post procedural infections. As per sales rep, plus sutures were used to close the incision, and dermabond was placed over the incision as an occlusive dressing. No additional information was provided.